Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level as the pump did not shut down or become unable to turn on. The customer resolved the issue by changing charging supplies, using the tandem wall adapter and cable, after which the pump began charging again, and no further assistance was required.